Event description:
It was reported that during an ovarian procedure, the balloon broke off while in use. There were no adverse patient consequences.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.